Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and significant reduction of iridocorneal angles. The lens was removed and replaced with a shorter length lens. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)